Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that when the rep tested impedances, the measurements on electrode five were greater than 3600 ohms, 439-572 ohms for electrodes zero through seven, and greater than 3600 ohms for electrodes eight through fifteen. The rep also reported that the patient was scheduled for an ins replacement on (B)(6) 2017. There were no reports of therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the impedance measurements over 3600 ohms was unknown. The high impedances were also noted at battery change with new stimulator. The leads were not replace d. The patient¿s weight was approximately (B)(6)pounds. No further complications were reported/anticipated.